Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who was ¿not feeling well¿ and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. It was reported that the patient was transported by ambulance to the emergency room. The patient experienced ventricular fibrillation (vfib) several times with resuscitation but was ¿dead on arrival¿ to the ER. Treatment for the vfib event was not reported. The cause of death was reported to be due to respiratory arrest and sudden cardiac death. Apd therapy was ongoing prior to death; however, the patient was not connected to the homechoice device prior to the event of the ambulance ride to the emergency room for vfib or at the time they expired. An autopsy was not performed. No additional information is available at this time.